Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal inflammation. The cause of the peritonitis was reported as due to an unspecified fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug infusion for the peritonitis. At the time of this report, the patient was not recovered from the event. Dianeal therapy was discontinued during treatment. No additional information is available as the reporter declined follow up.